Manufacturer narrative:
Philips service replaced and calibrated the geo module, returning the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that all mechanical movements failed, requiring geo module replacement on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.